Event description:
It was reported that the user experienced persistent high blood glucose readings, attempted multiple infusion set and sensor changes, and then, with guidance, replaced the steel 6 mm contact/detach infusion set, filled tubing, and resumed insulin delivery, after which glucose began trending down. Symptoms included hyperglycemia. Outcomes included no hospitalization and successful reduction of blood glucose following troubleshooting. Investigation included customer interview and troubleshooting with guidance on infusion set replacement and therapy resumption. Investigation of this case revealed glucose control improved after replacing the infusion set and confirming insulin delivery, with a viable site and no further assistance required. It was concluded that hyperglycemia occurred with an unclear cause, and the event resolved after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.